Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline vantage with shield technology, the stent was never fully deployed and was successfully removed without any issues. The aneurysm was located in the left sca and was unruptured with a saccular morphology. The aneurysm had a maximum diameter of less than 2mm and a neck diameter greater than 2mm. During the procedure, the pipeline vantage device dropped back off the delivery wire, and the physician noticed an unusually lengthy distance from the distal end of the stent to the proximal part of the tip coil. The physician decided to discard the vantage device as they were not comfortable completing the deployment with the angiography as it was. The pipeline was not used for an indication that is not approved (sca). It was unknown if dapt (dual antiplatelet treatment) was administered. Landing zone (artery size) was unknown. Angiographic results post-procedure were fine, and a different stent was placed without any injury or harm to the patient. No patient complications have been reported as a result of this event. Ancillary device: microcatheter phenom 21.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported during the procedure, the proper amounts of added and reducing load to avoid failure during deployment was observed. No issues were identified with the phenom catheter. It was clarified there was distance between the distal end of the tip coil and the proximal end of the pipeline. The causeo of the pipeline failure was possibly too much forward pressure. The pipeline opened up fine, just not along the correct segment of the pusher wire. The pipeline was placed in a vessel bend when it failed to open. No additional steps were taken to open the pipeline as physician did not feel comfortable deploying the pipeline as is.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline vantage shield embolization device was returned for analysis within shipping box; within a plastic bag; and within an opened pipeline vantage shield inner pouch. The phenom 21 used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿testing/analysis: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.